Event description:
It was reported that during a radial-ebus therapeutic procedure, it was difficult to get the aspiration needle in and still difficult to get it out and the guidesheath of the needle had stretched during insertion or withdrawal. The procedure was delayed and completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: d9,h3, h4, h6, h10, h11 investigation findings code on initial should been - c21. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is component failure. The evaluation also identified additional findings of kinks in the insertion portion, missing stopper/stylet knob. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a radial-ebus therapeutic procedure, it was difficult to get the aspiration needle in and still difficult to get it out and the guidesheath of the needle had stretched during insertion or withdrawal. The procedure was delayed and completed with a similar device. There were no reports of patient harm.